Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2. The product was not returned to zoll medical corporation for evaluation. The customer reported that the unit was not properly connected to ac power, which affected battery performance. The user indicated that their report was resolved after replacing the battery. This claim will be closed as no product returned with no indicated fault found and will reopen if the product is received. Per the r series instruction for use (IFU): when a low battery message appears on display and the unit emits two beeps in conjuction with the displayed message, the battery must be replaced and recharged.